Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to transmit. According to the customer the capsule was calibrated sucessfully and placed in the patient. However, the capsule was not picked up by the bravo recorder. The physician is waiting for the capsule to detach prior to placing a second capsule. A repeat procedure is required.